Manufacturer narrative:
UDI: (B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet received.

Event description:
Fixed range:l5-s2. When the surgeon tried to exchange the rod (unknown item/lot numbers) by using instrument (unknown item/lot numbers), the reported implant (186731740, lot arkdnz) was broken. There was a gap between the reported implant head (186731740, lot arkdnz) and another screw head (unknown item/lot numbers), so the surgeon used the instrument (unknown item/lot numbers) to insert the new rod (unknown item/lot numbers). There was no adverse consequence to the patient.

Manufacturer narrative:
Visual examination of the returned device found the tulip head completely separated from the screw shank. The flex ball was fractured and in several pieces. Close inspection of the tulip head found that a section of one of the threads was missing. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the saddle being pushed into the tulip head and rotated cannot be determined from the sample and the information provided. A potential root cause may be unanticipated force placed on the screw during tightening. The root cause of the tulip head¿s threads being torn cannot be determined from the sample and the information provided. A potential root cause may be cross threading the set screw upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.